Event description:
Information was received from a patient regarding an external device. It was reported that they are having issues when trying to charge the implant. Caller stated that they have to manipulate the cord in a certain direction in order for the wire to pick up the signal and get it to charge the implant. Caller added that they are getting a variety of error messages as well; one of them being batteries low (70) replace controller batteries soon. Caller also mentioned that sometimes it says it is going into MRI mode and other times it says changing the program. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.